Manufacturer narrative:
Unique identifier (UDI) #: na. Further info from the report regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "sausage roll/beefy ridge" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that after injecting themselves "a few months ago" in the nasolabial folds with "juvederm," it created a "sausage roll/beefy ridge" at the injection site. Healthcare professional has injected themselves every few days with hyaluronidase. Symptoms have not resolved.